Manufacturer narrative:
Device was used for treatment, not diagnosis. No issues were found during manufacture that would contribute to this complaint condition. The investigation could not be completed; no conclusion could be drawn, as no product was received. Placeholder.

Event description:
Device report from synthes (B)(4) reports the locking nut for the helical blade inserter handle broke during surgery. It was reported that this event did not contribute to death or serious injury. It was also reported that the device did not malfunction during surgery while being used on a patient. No further information is available at this time. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. Date received by manufacturer. The item was previously returned for service due damaged component. There are possible relevant issues identified in the service history review, but no conclusion can be drawn.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted subject device was received with a broken locking nut and nicks on the handle. The item is not repairable. The cause of the issue is unknown.

Manufacturer narrative:
Additional narrative: a product development evaluation was performed on the returned device. The returned helical blade inserter (part #357.372) shows significant wear and damage. The alignment indicator is able to rotate about the main shaft approximately 10 degrees, an undesirable condition. The locator pin, which is intended to prevent rotation, is damaged on both side faces, allowing the partial rotation. The complaint condition is caused when the hammer inadvertently and repeatedly misses the head of the coupling screw, and hits the ears of the indicator. This may cause the pin in the indicator to be damaged. There are numerous dents on the alignment indicator and the knurled surface of the thumb set screw indicating that it has been struck with the mallet during use. The set screw has broken off the device from the damage. The design was reviewed and determined to be acceptable for the intended use for the returned part. This complaint condition for the inserter is caused by inadvertent hammer blows, not the device's design. Therefore, this complaint is invalid from a design perspective. (B)(4).